Manufacturer narrative:
The hospital biomed replaced the keyboard, resolving the reported complaint. No report of patient involvement.

Event description:
The hospital reported the oxygen alarm was not functioning. There was no report of patient involvement.